Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) migrated up in the scrotum, resulting in pain for the patient. A revision surgery was performed, during which the pump was repositioned and fixed with a suture. There were no further patient complications reported.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) migrated up in the scrotum, resulting in pain for the patient. A revision surgery was performed, during which the pump was repositioned and fixed with a suture. There were no further patient complications reported.